Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -05.00 diopter, in the patients left eye (os), on (B)(6) 2021 the lens was explanted on (B)(6) 2021 due to excessive vaulting. The lens was exchanged for another lens and the problem was resolved. The cause of the event was unknown.